Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had been hospitalized with pulmonary hypertension, not admitted for blood glucose (bg) levels. The hospital was treating her diabetes via insulin drip. The patient stated she keeps experiencing low bg, she advised she would drink juice from the hospital and then within an hour she would go back down. She had a very high pulse. Patient stated that she is wearing a pod, but they are also giving her IV insulin while the pod is delivering basal which is causing her bg levels to go low, then they gave her juice which caused it to go high, and corrected her again with more IV insulin that caused her to go low. Her bg levels were fine before being put on the IV insulin. The patient's bg had dropped to under 11 mg/dl. The patient was also treated with an intravenous fluids, oxygen and was given cardimex. No medications were prescribed. The pod was still being worn but was suspended at the time of report. The patient was using off label insulin with the pod.